Event description:
A laboratory technologist was splashed in the face with serum while inserting a serum filter up into a blood tube. The serum filter's rubber seal was defective and allowed serum to squirt past the seal and out of the tube with enough force to splash off the technologist's hand and into the face. This is a phenomenon that occurs not uncommonly and seems to be related to defective lot numbers of the serum filter devices. Occurrences of the problem seem to happen in clusters associated with particluar lots and less frequently with other lots.